Event description:
It was reported that the patient woke up with the pump beeping and a blank screen. The patient disconnected from the pump and the pump was hot to the touch. The patient's grandmother reports no injury due to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: corrosion was observed on the battery cap. No physical damage was found to the battery compartment; no moisture damage or corrosion was found inside the battery compartment. No black box data from the reported temperature excursion was available due to continued patient use. The pump powered on and was exercised for 24 hours without overheating or alarms occurring. The pump electrical currents were tested and found to be within specifications. The pump cover was removed and no evidence of moisture damage was found inside the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.